Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that during the lv lead reposition that there was a discrepancy between the analyzer threshold measurement and the device threshold measurement for the lv lead. When measured through the device the lv lead showed high threshold, but through the analyzer a lower threshold was obtained. The lv lead could not be replaced initially due to patient anatomy. The lv lead was replaced the next day with an epicardial lead. The device remains in use. Follow up information regarding the analyzer was attempted to be obtained; however, it was not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.